Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses. A gore® introducer sheath with silicone pinch valve (ts2230/7059606) was inserted from the patient's right femoral artery. It was reported that during the procedure, a dissection of the right external iliac artery (reia) was identified. A metallic stent (manufacturer unknown) was implanted in the reia to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).